Manufacturer narrative:
The unit received shows extended melting around usb c receptacle, which seems to be caused by heat. Material analysis and experiments in the lab show no evidence of fire during the incident usb receptacle was desoldered during the incident, probably due to high temperatures, and remains in the usb plug. X ray shows no bent pins in usb plug/receptacle. Power adaptor used during this incident is from wsa (max 5 w) and works as intended. Battery and pcba are very damage due to high temperature reached during the incident it has not been possible to reproduce in the lab this failure mode with extended melting. All trials to reproduce a thermal event resulted in very localized melting around usb receptacle. There is an ongoing CAPA for overheating. The new cables are now being provided to the market with no complaints thus far of melting. This case is being re-submitted electronically as part of a CAPA. The initial report was sent as a hard copy by mail in 2022. As part of the CAPA we have determined that all paper submissions shall be re-submitted electronically to FDA.

Event description:
Woke up to a burning smell in the middle of the night while the aids were being charged. Sever scorching and melting of the hearing aid, charger and power cord. Further damage prevented by the flame retardant in the material. No injury and no medical intervention required. There is an open CAPA for the over heating.